Manufacturer narrative:
Continuation of d10: product ID pscic101 (lot: b000465701); product type: 0627-cables and accessories product ID psg100 (serial: unknown); product type: 3294-generator product ID pscc100 (0012761256); product type: 0609-catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the patient's blood oxygen levels dropped to 30. The patient experienced a laryngeal spasm. Muscle relaxants were administered and breathing was then stabilized. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non medtronic product, product type: electrophysiology (ep) catheter; product ID: non medtronic product, product type: mapping catheter; product ID: non medtronic product, product type: sheath; non medtronic product, product type: transseptal needle; non medtronic product, product type: ultrasound catheter; non medtronic product, product type: radiofrequency (rf) catheter; non medtronic product, product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that radiofrequency (rf) was in use when the adverse event took place.